Event description:
The patient's spouse called lifescan (lfs) on 12/2005 and alleged that her husband's meter kept prompting check code message. The medical affairs specialist spoke to the patient on two days later and obtained/verified the following information: the patient reported that he was able to perform testing on the meter, however, several times he would receive the check code message. He would press ok and then test his blood glucose. On the day of the event, 10/20o5 or a day later, the patient was able to test and he reported "normal" results throughout the day. At approximately 2:00a.m, in the morning the patient's spouse woke up and noticed that he was "not doing well" she attempted to test his blood glucose but was unable to obtain a result. She reported receiving the check code message. According to the patient, she was unfamiliar with testing and was nervous. The paramedics were called, they tested the patient with their meter and obtained a result of 20mg/dl. He was given a shot of glucose and monitored until his blood glucose increased. He reported that he obtained a 'normal' result before bed and tht he either injected too much insulin or did not eat enough. This complaint cannot be ruled out as a malfunction because the check code message should not appear 3 to 4 tests per day but after 25 tests, however, the patient reported obtaining a result before bed and is not alleging that the meter contributed to the injury at 2:00a.m

Event description:
The pt reported that he was able to perform testing on the meter however; several times he would receive the check code message. He would press ok and then test his blood glucose. On the day of the event, the pt was able to test and he reported "normal" results throughout the day. At approx 2:00 a.m. In the morning the pt's wife woke up and noticed he was "not doing well." She attempted to test his blood glucose but was unable to obtain a result. She reported receiving the check code message. According to the pt, she was unfamiliar with testing and was nervous. The paramedics were called; they tested the pt with their meter and obtained a result of 20 mg/dl. He was given a shot of glucose and monitored until his blood glucose increased. He reported that he obtained a "normal" result before bed and that he either injected too much insulin or did not eat enough.